Manufacturer narrative:
The philips field service engineer (fse) third party contractor with philips authorized service provider (asp) evaluated the device and found that the device settings were different when compared with the old device, there was no alarm when the value exceeded the upper limit. To resolve the issue, the current device settings were changed in default to mirror the old unit. Functional testing was carried out and it was confirmed the device worked to specification. No further investigation or action is warranted at this time. Reporting institution phone e1; (B)(6).

Event description:
It was reported that the device did not alarm. The device was not in use on a patient at the time of event, there was no adverse event reported.